Manufacturer narrative:
Product event summary #clamp p/n 9734715, s/n (B)(4). Other relevant device(s) are: product ID: 9733858, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the clamp can't be fixed. There was no patient present at the time of the event.